Event description:
During new implant procedure, it was confirmed guidewire was correctly inserted into the vein, the wire got to be unable to move due to stuck with puncture needle. The doctor experienced it first and suspected the product failure. Another same mode/lot number was used, however, same issue occurred. Another competitor's sheath was used. Finally, spasm occurred and the procedure was cancelled. Implant procedure will be performed another day. The event occurred with 2 products. The doctor commented competitor's are more useful than this sheath. Event date: (B)(6) 2012 alert date: (B)(6) 2011 patient status: no. Product status: no return hospital/clinic: (B)(6) hospital related products:n/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).